Event description:
It was reported by the sales representative that the probe broke off in the patient's shoulder during a case. The tip was recovered and another probe was used to complete the case.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.